Manufacturer narrative:
The investigation results confirmed the implant duration was 8.26 years, which exceeded the device's 7.2 year projected longevity, and is considered normal battery depletion. The false eri trip that occurred in june 2016 may have been caused by a transient low battery voltage, which can result from device interrogation, rate responsive pacing or autocapture being in high output mode. Device image indicated that battery voltage was within normal operating range during the entire implant duration. When auto settings are programmed such as autocapture, the device output will adjust itself to accommodate the patient¿s needs for pacing thus affect the remaining longevity of the device. There was evidence in the device image that the autocapture feature was turned on.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up it was noted that the device had reached eri prematurely. The device was explanted and replaced. The patient is doing well.